Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneurysm 2003. Aneurysm was measured at 6.0cm. There was no vessel tortuosity or calcification. It was reported that the stent graft was placed too high covering the right renal artery. The patient has two left renal arteries. The physician will monitor the patient. No additional sequelae were reported and the patient is reported to be fine.